Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd plastipak¿ syringe a small particle was found on the barrel of syringe. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: one picture and one 20ml sample without the blister were received by our quality team for investigation. Upon visual inspection of the picture and sample received, a white particle inside the syringe, on the stopper was verified. Upon visual inspection at 10 times magnification, it can be verified that this particle is polypropylene. A device history record review found no non-conformances associated with this issue during production of this batch. Based upon the visual inspection of the sample and picture received, the root cause of this incident is related to the manufacturing process. Polypropylene particles come from molding and transport processes. This manufacturing line has a blowing system in the assembly station to reduce the foreign matter inside the barrels and the manufacturing line equipment is regularly cleaned according to procedure. This is the first foreign matter complaint for this device with this lot number. Based on severity and occurrence no formal CAPA is required according to internal procedure. Appropriate personnel have been notified and complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.